Event description:
It was reported that: "glass syringe broken. The issue was identified prior to use."

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: "glass syringe broken. The issue was identified prior to use."

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was provided for analysis. A device history record review was performed on the epidural kit and the lor syringe with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of this complaint could not be determined based upon the information provided and without the sample. No further action is required at this time.